Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown). It was reported that the patient has a MRI scheduled and is concerned about it as the patient told the rep that the old pump was stalled and never recovered so they had to have emergency surgery to replace it. The event date was (B)(6) 2017. There were no symptoms reported. There were no further complications reported/anticipated.